Manufacturer narrative:
Medical device expiration date: n/a. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd luer tip cap tray, sterile packaging had ¿deformed plastic tray and the sealing of 2 trays (2 x 50's) were damaged due to the deformity.¿ found before use. No reports of serious injury or medical intervention noted.

Manufacturer narrative:
Investigation summary: DHR review for batch 5175923 (p/n 305822): manufacturing dates: 07/06/2015 ¿ 07/08/2015. Batch quantity was (B)(4). All visual inspections were performed as per requirement with no quality notifications related to the complaint defect. Batch 5175923 was inspected and accepted based on meeting our inspection control plan and subsequently approved for shipment. Machine logs review did not reveal any issues related to the complaint defect during the manufacture of the batch 5175923. Machine logs review did not reveal any issues related to the complaint defect during the manufacture of the batch 5175923. Photo evaluation: three photos depicting trays were received at bd canaan and confirmed to be from batch 5175923 (p/n 305822). The samples were visually evaluated. A slighly bent tray was observed in one photo, moreover the trays had the seal compromised on the side with the deformity, in many cases creating an open seal condition, while in other cases insufficient seal. The full seal was apparent to be present at one point. Potential root cause: it is possible the cartons of trays were mishandled while in an environment that exposed them to high temperature. Based on the fact that the tip caps were found packed correctly into the trays and the deforming occurred around the caps, and the fact that full seal was present at one point prior to deformation, this indicates that the deformation of the trays occurred after the packaging process was completed. Conclusion: based on the investigation performed to date, the defect observed is likely to have occurred after the trays were filled with caps, sealed, cut and packed into shelf cartons and after they left the canaan facility. It appears the damage was external to the packaging process and indicative of environmental and handling factors. Investigation conclusion: it is possible the cartons of trays were mishandled while in an environment that exposed them to high temperature. Based on the fact that the tip caps were found packed correctly into the trays and the deforming occurred around the caps, and the fact that full seal was present at one point prior to deformation, this indicates that the deformation of the trays occurred after the packaging process was completed. In order to deform the trays and affect the seal in such a way, the plastic would have to have been subjected to heat and possibly pressure. The damage on the boxes¿ short sides indicates there was downward pressure applied, possibly from improper handling. Moreover, canaan packaging process is performed by hand and boxes are palletized on their sides, not upright position. The crushing of boxes occurred after leaving the (B)(6) plant.